Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions, h10, and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaints for difficulty or inability to withdraw system with valve through sheath and thv dislodged off balloon during withdrawal through sheath were unable to be confirmed as the provided imagery only showed the delivery system with crimped valve advancement through sheath. Available information suggests procedural factors (altered crimp profile/device interactions) likely contributed to the event as the imaging evaluation revealed that the crimped valve appeared to have bent strut during delivery system advancement and after exiting the sheath tip (figure 1). Withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) or partial inflation can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Additionally, attempts to withdraw the system in such conditions may have increased the risk of device interaction during withdrawal, resulting in thv dislodging off the balloon. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by edwards japanese affiliate, during a transfemoral tavr procedure using a 23 mm sapien 3 ultra resilia (s3ur) valve, a stent strut peeled back, preventing device removal. Despite calcification in the left common iliac artery (cia) with a minimum luminal diameter of 5.9 mm, poba was performed with an 8 mm balloon before inserting the 14 fr esheath+. The esheath+ was inserted with some resistance but passed through. Intralipos was used as a lubricant, and the delivery system was inserted. The s3ur valve passed through the calcified cia area with usual resistance, but a stent strut peeled back after exiting the sheath, leading to the procedure's abortion. Attempts to withdraw the sheath and delivery system as one unit failed as the valve got stuck at the cia calcification. Blood pressure dropped to 50/30 mmhg, prompting ECMO initiation and cardiac massage. ECMO was started 10 minutes later, but adequate flow was not achieved, and blood pressure remained around 60/40 mmhg. Angiography revealed cia bleeding, but hemostasis attempts failed. Surgery was deemed necessary but not feasible due to the patient's age and hypotension. The family consented to no further invasive treatment, and the patient was returned to the ICU with the devices in place. The patient passed away the same day, and post-mortem examination revealed a hole in the sheath where the stent strut had peeled back.

Manufacturer narrative:
This is 3 of 3 reports. The investigation is ongoing.